Event description:
During a recent product shortage of 1 ml syringes, our health system brought in 1ml syringes from merit medical. The syringes are marked in increments of 0.1 ml, but lack leading zeros. MFR/labeler packaged measuring device cause for error poor product design (i.e. Vial, syringe, bag). (B)(6). Submission ID: (B)(4).